Event description:
During an incident in 2003 involving pt who was dehydrated (not diaphoretic) with flu like symptoms, this unit was being used to monitor with monitoring pads and would intermittently prompt "check electrodes". The pt was transported to a hosp and was admitted for flu symptoms.